Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material blocking the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Corrected field: added code to h6 (component code) and "4755 - part/component/sub-assembly term not applicable" should be removed from the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if there were any deviations in reprocessing from the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: cf-ez1500dl/I operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Cf-ez1500dl/I reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.